Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. A 3mm x 20mm x 144cm coyote es mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.